Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res), the machine had an electrical odor, smoke and the issues by replacing the function board. The res checked all connections then power-cycled the machine. There was no odor or smoke. All systems functioned as designed. Machine passed all tests 3 times. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. During the visual inspection, a shorted capacitor (c77), missing ic20, and a burning smell was encountered. As received part was installed and powered on. During power-up a display problem was encountered. Upon further investigation a shorted capacitor (c77) was encountered and a missing component (ic20) was encountered. A known good capacitor and ic20 was installed to continue testing. The self-test was performed and completed without any failures or problems. A product history review was completed during the investigation. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008t machine had an electrical burning smell and smoke coming from the function board. The power supply and connections were checked and found to be secure. The machine passed all function tests after the function board was replaced. The biomed stated that there a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has not had any past problems with failing the electrical leakage test or any other damaged component associated. The smoke detectors did not alarm when the smoke occurred. The machine has approximately 120 hours. The biomed reported that the machine has been returned to service without issue.